Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 447 mg/dl. The customer was treated with injection. The customer declined troubleshoot for high blood glucose. Customer also stated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly noted during test.

Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly noted during test.